Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was fully inserted into patient's right eye, the lens broke upon insertion and the surgeon cut the lens out. No enlargement of wound and no vitrectomy were done. There was no patient injury and also no surgical/ medical intervention was done. Procedure was completed successfully using backup lens of same model and diopter. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 1/6/2022. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal. The lens was cleaned and, presented with a torn iol. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.